Event description:
Baxter healthcare corp. 17221 red hill ave, po box 11150, santa ana, ca 92711-1150. 1. Laboratory testing of swan-ganz catheter model 93a-931h-7.5f revealed that both thermistor wires were both found broken inside the electrical connector. 2. Evaluation of the incident described in the medical device report by the healthcare professional stated, "thermistor does not register temps. Therefore, unable to obtain core temps or perform cardiac outputs." 3. All catheters are 100% inspected at several points in the mfg process. A complaint involving the possible failure of a device to meet any of its performance specs is reviewed, evaluated, and investigated. Since the device failure may be user related, insufficient info is provided to determine whether thermistor wire breakage is attributed to the device. 4. The device was returned to baxter edwards for evaluation 10/24/94 and was scheduled to be disposed 1/31.